Event description:
It was reported that the patient¿s blood glucose reached 283 mg/dl while wearing the pod on the abdomen for between 24 and 36 hours. Reportedly, the pod was leaking insulin, and the cannula was found to be slightly curved. The pink slide was reported as not having moved forward, which is indicative of a needle mechanism failure. As treatment, the patient administered insulin manually.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.